Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the closing of the implant procedure the physician may have "knicked" the right atrial (ra) lead with the suture needle. The following day x ray showed the lead had cracked near the pocket. It was also noted impedance measured low on the ra lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.